Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Unit displays ¿short circuit detected ¿error message on port a only upon power up during functional evaluation. The reported complaint has been confirmed. Cause of error is a defective main pcb. Control unit passed functional testing with a known good main pcb installed. The complaint investigation has concluded that the defective hand piece sn: (B)(4) referenced in (B)(4) is the most likely cause of the damaged electrical components. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The hand piece sn: (B)(4) referenced in complaint (B)(4) was reported on MFR report #1643264-2017-00472.

Manufacturer narrative:
(B)(6).

Event description:
The shaver hand piece would not work. The unit was on and looked fine. When the hand piece was unplugged, a burning smell could be smelt and the shaver pme at the device end the cable was burning hot. The power unit was also then alarming short circuit during the surgery. No injuries or complications were reported as a result.